Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. The insulin flow blocked alarm. Alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Insulin pump received with all buttons responding properly. No unresponsive keypad error alarms or unexpected device heating up noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was overheated and had pump error alarm with stuck button alarm as well as recurring occlusion alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer stated that they were able to clear the alarm. The insulin pump will be returned for analysis.